Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the patient was accessing the prime menu in the pump and seeing prime/fill cannula unchecked without receiving loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Submitted as follow-up #1 on 8/16/2016: upon review of the case, it was determined that there was no product malfunction. This was actually a matter of training/misuse and issues were able to be resolved by troubleshooting.